Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor signal out of phase. Unable to perform the displacement test due to motor error alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked belt clip slot, cracked lcd window and cracked battery tube threads.

Event description:
It is reported that a customer received a button motor alarm on their insulin pump. The patient's blood glucose level was at 167 mg/dl. The customer stated that she was getting an MRI but removed the device and left it in another room before taking the MRI. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.